Event description:
It was reported that this inflatable penile prosthesis (ipp) had deflation issues resulting in the patient remaining erect for twelve hours. The ipp is still implanted. No patient complications reported.